Event description:
It was reported by patient's legal representative that patient underwent a right total hip arthroplasty on an unknown date and subsequently, has undefined complaints. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a revision procedure approximately six years post-implantation due to unknown allegations. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received on (B)(4) 2014 including item and lot numbers. All information pertaining to this item, including manufacture and expiration dates and item name have been included in this supplemental report.